Manufacturer narrative:
The fin on the funnel did not align with the coude tip on quantity 1 of the catheters he received in his sample pack of quantity 10. . He said it was "not very off" but the coude tip was pointing towards the left compared to the fin at the funnel. There was no pain, difficulty or discomfort at all with use. No harm reported. Tip/funnel alignment should be within tolerance ± 45 ° in both directions according to drawing 60099-b. Test method tm -422. Additional info received from the customer confirmed that the misalignment was not more than 45 °.therefore we can conclude that all claimed catheters met tolerance requirements . Batch record review was conducted resulting in following: urinary catheter in question was manufactured under sap material ID 1718778, gentlecath glide tmnn ch16 (1x30pk) us and manufacturing lot # 2c00354 in amount 110 400 pcs in march 2022. Urinary catheter in question was manufactured under subassembly lot # 2c00320, 2c00319 on machine a097. According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots .the batch record review indicates no discrepancies. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure : - eyelet no punch. - hangnail left in eyelets. - position of connector indicator and bent tip of catheter. Vision system has to reject every catheter with at least of one failures mentioned above. Validation of the position of tiemann indicator was in scope ccr-01239. Ccr-01239 was sign on december 19th, 2019. Lot in question was produced after validation of the camera. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Event description:
End user reports the fin on the funnel did not align with the coude tip on one catheter he received in his sample pack of quantity 10. End user states yesterday when he went to use 1 of the catheters he noted the fin on the funnel that is supposed to align with the coude tip was not aligned properly. He said it was "not very off" but the coude tip was pointing towards the left compared to the fin at the funnel. He said he used it anyways and discarded it. There was no pain, difficulty or discomfort at all with use. No harm reported. He caths 5-6 x a day for hindman bladder syndrome.